Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), anticipated device defects and adverse events that may occur and / or require intervention included but are not limited to balloon rupture. Product evaluation summary: based on the findings from this evaluation, balloon rupture¿ was confirmed. The root cause of the balloon rupture could not be determined with the available information. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent a treatment using gore® molding & occlusion balloon (mob). The mob was used for intra-aortic balloon occlusion (iabo). During the procedure, the mob ruptured. The procedure was completed using a new mob with a different serial number. No adverse event was reported.